Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they did not know why the ins moves. They stated their doctor said it is not uncommon. The patient stated in order to resolve the poor coupling and longer charge time, they have to recharge each or every other day. They stated they are scheduling an appointment with their surgeon to resolve the ins moving. They stated their pain management doctor said it could be scar tissue. The patient stated the ins moving and charging issues had not yet been resolved. For now, they have to be more attentive in using the recharger. They provided their weight at the time of the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that sometimes the patient has to charge for two hours due to poor coupling. They stated when this happens, their skin feels ¿stung¿ in a way. The patient was told by a healthcare professional (hcp) that this is normal with the recharging process and the patient should keep fabric between the antenna head and their skin. The patient also mentioned that the ins is implanted on the left side and it moves around sometimes. They stated when they lay funny while in bed, the ins will shift and not make good contact with the recharger. The patient stated it feels like a ¿bubble back there¿ moving around. The hcp has looked at the implant site and stated sometimes the batteries move around. The patient stated this has happened off an on since 2017. No further patient complications were reported as a result of this event.